Event description:
It was reported that there was foreign matter in syringe with a bd syringe 10ml ll¿. The following information was provided by the initial reporter, translated from french to english: excessive crystallization of the product in the syringe during reconstitution of the bag. Loss of product due to crystals remaining in the syringe.

Manufacturer narrative:
H.6. Investigation: one sample and three photos were provided to our quality engineer for investigation. Upon visual inspection, crystallization of the drug inside the syringe was observed. A device history record review was performed for lot number 1810003 and no quality issues were found during the production process that could have contributed to the reported incident. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number, results reviewed for the reported lot were found to be within specification. Based on the investigation results, no manufacturing related defects could be identified and therefore, a root cause for the reported incident could not be determined. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in syringe with a bd syringe 10ml ll¿. The following information was provided by the initial reporter, translated from (B)(6) to english: excessive crystallization of the product in the syringe during reconstitution of the bag. Loss of product due to crystals remaining in the syringe.